Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(4).

Event description:
It was reported the patient was placed on mx40 telemetry monitoring. The patient had been given a dnr (do not resuscitate). The patient came to the department for monitoring due to bradycardia, where the necessary drugs were prescribed. In the morning, the patient's leads (ECG) had become disconnected. During the morning examination, the patient was found to be deceased. ECG rhythm does not require medication before the event. The patient monitoring system (mx40, its and pic ix) alarmed ECG leads off; however, the nursing staff didn't understand how to react to alarm properly. The information about the rhythm change did not reach the nursing staff until later. This occurred during night shift, when the ward had only two to three staff nurses present. It was stated that it was assumed that the patient's general condition was evaluated as not very serious. In regards to action taken to resolve the issue, the customer stated that they need to focus more on using the equipment and monitoring the equipment's alarms.

Event description:
Philips received a complaint on the pic ix. The patient was placed on mx40 telemetry monitoring after coming to the department for monitoring due to bradycardia, where the necessary drugs were prescribed. In the morning, the patient's leads (ECG) had become disconnected, and later during the morning examination, the patient was found to be deceased. Technical investigation was done and the results indicated that the pic ix was working as expected. The device was confirmed to be operating per specifications and no failure was identified. The customer was advised that the technical alarms of the patient monitoring system (such as leads off) should also be taken seriously as the patient's situation can progress to a dangerous situation during a technical alarm. The customer confirmed that the patient was connected to the mx40 patient monitor and the pic ix central monitor normally. The customer has also confirmed that they need to focus more on using the equipment and monitoring the equipment's alarms. The investigation concludes that no further action is required at this time.